Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced hyperglycemia and was hospitalized. The customer¿s blood glucose level was unknown at time of incident. It was reported that the insulin pump was cracked and customer was hospitalized due to hyperglycemia and insulin pump was removed. It was reported that the insulin pump screen was displaying nothing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. However, device received with corroded battery tube. Device was monitored and no blank display anomalies were noted. Device passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime or compromised force sensor system alarm test due to faulty force sensor resistor. Unable to perform occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test or displacement accuracy test due to prime anomaly. Device received with moisture damage to lcd board. Device was unable to download due to multiple displayable history crc check failed on startup alarms in history screen. Displayable history crc check failed on startup alarms are due to corrupted history file. Device received with cracked reservoir tube lip, cracked case at display window corners, cracked lcd window and minor scratches on lcd window.